Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, customer changes infusion set and cartridge every 4 days. Clinical support informed customer that using infusion set and cartridge every 4 days is off label per the tandem user guide. Customer changed supplies to address the issue. Customer's blood glucose was 101-124 mg/dl.

Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.